Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device battery was depleted. However a review of the device log shows that the battery was never read by the device and that the battery had not communicated with any device prior to being evaluated by physio. There was no failure found with the device, the device current drain was normal. The cause of the depleted battery could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer will be sent a replacement device.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.